Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due infection. It was further reported the patient developed a deep vein thrombosis. No additional adverse patient effects were reported.